Manufacturer narrative:
Other relevant device(s) are: product ID: mc1vr01-delsys, (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) a pericardial effusion occurred. After the ipg was placed and the delivery system was removed, contrast was injected, and no evidence of the effusion was noted. The patient was placed under observation and no further treatments were necessary. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.